Event description:
Received call from patient stating that her metronidazole infusion is infusing over 30 minutes instead of the 60 minutes it should be. Patient reports that the lot for the v5922 tubing is 221201l.